Event description:
It was reported that the biopsy from a patient who underwent an outpatient diagnostic colonoscopy tested positive for mucormycosis. The fungus was found on the tissue, and not inside the tissue and there was a concern for cross contamination. It was further reported that the scope had a white patch at the distal end. Adenosine triphosphate (atp) testing did not show anything. The device was not cultured at this time. There were no reports of further patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00136. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. A borescope inspection report from the customer was provided, showing white small patches/plaque in the biopsy channel near the distal tip. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: insertion section. Cfu: unspecified. Bacterial identification: bacillus altitudinis, bacillus aerophilus. Sampling date: (B)(6) 2025. Sampling from: air/water channel, instrument/suction channel, and auxiliary water channel. Bacterial identification: no growth. In addition, device evaluation revealed foreign materials, multiple black spots and white residue in the instrument/suction channels. No correlation has been observed between device status and cause of contamination. In general, damages, such as scrapings or tears inside the channel, can impede manual cleaning, and be a source of microorganisms, particularly when combined with poor reprocessing, which may be indicated by the finding of white foreign materials. Olympus could not confirm the customer complaint even while the device was cultured on fungal-specific media. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported fungus on biopsy tissue could not be confirmed. On the other hand, the white patches/plaque in the biopsy channel was confirmed. The most probable cause of the complaint is not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.